Event description:
It was reported that there was high impedance found and the patient was referred for x-rays. Additional information was received indicating that the patient has not had any falls or trauma recently. It was stated that x-rays performed did not show any anomalies. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem - correction - inadvertently stated in initial MDR that x-rays did not show any anomalies as information was interpreted incorrectly and was meant to state that x-rays were not available for review at that time due to issues pulling up x-ray images.

Event description:
It was reported that x-rays were performed, however were not available for review at that time as there were issues pulling up the images.

Event description:
Additional information was received indicating the patient received a full revision due to high impedance. The facility the full revision took place is known to discard all explants and will not be returned.